Event description:
It was reported that a user disconnected the infusion set on an ilet pump and did not reconnect it, which resulted in elevated blood glucose of approximately 200 mg/dl; the user subsequently reconnected the infusion set and glucose levels decreased, with troubleshooting and education provided and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond user reconnection and education. Investigation included customer interview and device use review. Investigation of this case revealed user error related to not reconnecting the infusion set, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.